Event description:
It was reported that the patient developed an infection at the pocket site. Symptom of drainage at the pocket site was noted. It was unknown if the infection was device or procedure related and the cause was unknown. The patient was placed on antibiotics. All components were explanted and will not be returned. Additional information was received that the patient was hospitalized and patients back busted open with infection.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the pocket site. Symptom of drainage at the pocket site was noted. It was unknown if the infection was device or procedure related and the cause was unknown. The patient was placed on antibiotics. All components were explanted and will not be returned.